Event description:
Report received from abbott international affiliate of an overdelivery. The report states: "pt pain (vas=7) [visual analogue scale]. The pump settings 1mg/10 minutes bolus with a 20mg/4hr. The pt requested a bolus and the pump delivered 4.0mg of morphine. No clinical consequences except for pt miosis." There was no add'l info available.